Manufacturer narrative:
The field representative checked the device two days later. Troubleshooting was performed, including testing the impedance in various patient positions and while the patient was performing several movements. Captured s-ecgs were done in all vectors with positions as well. No noise was created, and no wandering baseline was observed. Automatic set-up was performed and the device again selected the secondary vector. However, the physician requested the primary vector be programmed. A template was acquired and the device therapy was programmed back on. Technical services reviewed the device data and agreed that the primary vector was acceptable and would not be affected by a potential loose setscrew or damaged seal plug. It was suggested to obtain a high-quality x-ray to ensure the terminal pin was fully inserted into the device header. An invasive procedure could also be done to verify the connection and seal plug. Available information indicates no invasive procedure was planned at this time and the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock one day post-implant. The patient was leaning forward while eating when the shock was delivered. The device was programmed off pending evaluation. A review of available information, episodes, and x-rays was performed. The sensing vector was secondary with a gain of 1x at the time of the shock. A review of the vectors found noise off the baseline in the secondary and alternate vectors, with no noise in primary but the r-wave amplitudes were smaller. It did not appear there was air entrapment under the device. Technical services agreed, discussing the noise was indicative of a loose connection/setscrew or of a damaged seal plug. It was possible the noise artifact would dissipate within a few days. Further troubleshooting steps were discussed. No adverse patient effects were reported.